Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause of the reported stent dislodgement cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. It should be noted that the instructions for use states: prior to using the multi-link 8 coronary stent system(css), carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted.

Event description:
It was reported that when the device was to be loaded over the guide wire, it was noted that the stent was not on the balloon and therefore, the device was not used. The stent was actually found in the protective sheath. A second multi-link 8 4.0 x 38 mm was used to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.